Event description:
Device was received for analysis and subsequently tested out of specification.

Event description:
Device was received for analysis and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found lifted battery bond wires. Further information received is inconclusive as to whether or not the device was functioning at the time of explant and no information was received to suggest a product problem. Therefore the conclusion has been updated to reflect this.